Manufacturer narrative:
H10: a philips field service engineer (fse) was scheduled to go onsite in order to assist the customer. The customer stated that they believed their central station required a software upgrade. Prior to the fse's visit the customer called philips with a request to cancel the case. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the customer cancelled to cancel the case prior to philips evaluation of the device.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. .

Event description:
The customer reported that their central station was not audibly alarming. The device was in use on a patient. There was no report of patient or user harm.